Event description:
The reported description notes that the cited patient monitor was displaying a speaker malfunction message on its monitor screen. It is unknown whether there was any audio function. No patient harm was reported.

Manufacturer narrative:
(B)(4): philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.